Event description:
A malfunction alarm occurred with the pump, displaying a malf 16 code, which was not resettable. There was no reported adverse impact to the customer's blood glucose level. To address the issue, the customer switched to manual daily injections as a backup therapy and prepared to return the faulty pump for replacement. Technical support confirmed the customer's shipping address, instructed them to put the pump into storage mode, and outlined the process for returning it with a pre-paid label.